Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6082996; medical device expiration date: 2021-02-28; device manufacture date: 2016-03-22. Medical device lot #: 6089725; medical device expiration date: 2021-03-31; device manufacture date: 2016-03-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip had holes in the plunger and leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd syringe luer-lok¿ tip had holes in the plunger and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
One photo and one physical sample depicted in the photo were received and evaluated. The sample was from an unknown batch, either 6082996 or 6089725, p/n 301029, as reported and marked on the sample bag. The sample had obvious signs of use and contamination. Fluid residue was observed throughout the fluid path with the plunger drawn past the 10ml mark. A minor damage to the plunger rod retaining ring was observed in the sample. Potential root cause for the damaged plunger rod defect is associated with the material handling or assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided (two) lot number that could have contributed to the reported defect.